Event description:
It was reported that using a femoral artery access approach, during a procedure of the mildly tortuous, 85% stenosed, de novo, proximal left anterior descending artery, after predilatation, a 3.0 x 15 mm xience v stent was implanted and post-dilatation was completed. It was noted that a minor distal edge stent dissection was observed; a 3.0 x 12 mm xience v stent was used as treatment with a good end result. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the anatomy; it is indicated that the stent delivery system is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A similar incident query in the complaint handling database for this lot was not performed as the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. Dissection of the coronary artery is listed in the xience v, everolimus eluting coronary stent system international, ce, instructions for use as known patient effect of coronary stenting procedures.